Manufacturer narrative:
The battery cap has not been returned to animas at the time of this report. If the product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, a reporter contacted animas alleging that the battery cap for their pump was stripped and unable to fully tighten. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow up #1 01/27/2014. Device evaluation: the battery cap was returned to animas and evaluated on 01/14/2014 with the following findings: test pump used to complete investigation on the returned battery cap. The top of battery cap was found to be stripped but the cap¿s threads were intact. The cap was able to fully tighten until the o-ring was no longer visible and the cap was flush with the pump case. No power reboots occurred during testing. The battery cap was difficult to remove with a tool because of the stripped groove on top of cap. Battery cap spring is secure and the battery cap measurements were within specifications.